Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the helix was slightly extended after multiple attempts. The lead was retracted and then unable to extend when placed in the right ventricle. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The visual summary analysis of the lead indicated damage and stretching at implant. The analyst also noted:lead was returned with the helix slightly extended, blood/tissue visible on it. It also appears slightly bent. Damaged at implant attempt. Blood is visible inside distal conductor. The lead has been stretched so the inner tubing buckled (at 36 and 42cm) and prevents the helix from functioning properly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.